Event description:
The user who participated in the ilet experience study reported that initially, that insulin ran out while using the ilet and running high on blood glucose, however, follow-up clarified the user was running low and performed a supply change. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize any impact. Customer care provided support that included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.